Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021 and (B)(6) 2021. Other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer is looking for some guidance on what might be causing the post-op (operative) miss in an "off-label" case. The patient had an unexpected residual refractive error after a symfony implantation. The doctor also reported the patient had dysphotopsia, therefore, the intraocular lens (iol) was removed from the right eye. The lens was discarded. The lens was replaced with eyhance iol, serial number is unknown. Prior to refractive lens exchange (rle): right eye (od) +1.50 ds; left eye (os) +1.25-0.50x045. Rx post rle: od -1.50-0.25x135. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report will be filed for the left eye.